Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Device functioned as intended and did not malfunction. We consider the prescription of topical ointment was to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, prescribed topical creams were used to prevent serious injury. At the time of this report, it is unk if the forehead skin changes had completely resolved. Therefore , an MDR is required.

Event description:
An anesthesiologist contacted aspect medical via email regarding a case which occurred in 2009. According to the anesthesiologist, the bis monitoring was used for four hours in a patient undergoing gastric bypass surgery. The patient's skin was noted to be very fair in appearance. The bis sensor was placed according to package instructions on the left side of the forehead. Due to sensor impedance issues, the sensor was replaced on the left side of the forehead three times throughout the case. The bis performed as expected once the sensor impedance issues were resolved. Following surgery, the patient was transferred to the ICU. During a postoperative visit on the first day after surgery, there were 4 noticeable spots on the patient's forehead at the location of the bis sensor electrodes. Over the course of the day, the patient reported increasing pain and discomfort associated with the four spots. A dermatology consult was obtained who noted pigmentation changes at each site with varying degrees of darkness. The consultant made a diagnosis of contact dermatitis, and noted that it may take months for the pigmentation to resolve. Topical ointment was prescribed to treat the forehead skin lesions. On second postoperative day, the patient's skin lesions were noted to have improved, but had not completely resolved.